Manufacturer narrative:
One tacticath contact force ablation catheter, se was received for investigation. The image submitted with the returned device appears to show a foreign material on the catheter distal tip. During initial investigation of the device, a fibrous foreign material was noted to protrude from one of the irrigation ports at the catheter distal tip. However, the foreign material was no longer present during further investigation of the device, and no other anomalies were noted at the catheter distal tip. Therefore, the cause of foreign material presence remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During a ventricular tachycardia ablation procedure, contamination of the device was noted. When the ablation catheter was removed from the body and visualized, a fiber was noted to be protruding from the catheter tip. The catheter was replaced and the procedure was continued with no patient consequences.